Manufacturer narrative:
Foreign zip code (B)(6).

Event description:
It was reported that the device was broken, it breaks the wire without tearing it. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting since according to additional information received from the customer, the device did not break into the patient. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.